Manufacturer narrative:
The initial MDR 2517506-2021-00332 was filed on 01-dec-2021. Additional information (17-dec-2021): siemens further investigated the issue. Siemens reviewed instrument data, which showed other calcium (ca) patient samples were run using the same flexes and well maps with no recovery issues, indicating the event is not related to a reagent issue. The cause of the falsely depressed ca result is due to instrument related issues. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely depressed calcium (ca) result was obtained on a patient sample on a dimension vista 500 instrument. Quality controls (qcs) recovered within acceptable ranges on the day of the event. Siemens customer care center specialist remotely performed basic troubleshooting to eliminate hardware issues. Auto alignment was performed for reagent probe 1 (rp1), reagent probe 2 (rp2), and sample probe 1 (sp1). A full quick check was performed, which passed and a naoh clean reagent probes was also completed. The customer ran precision test for the affected sample and the precision was acceptable. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse checked the probe count data for rp1, rp2 and sp1. They replaced sp1 and rp1 probes and ran auto-alignment sequence, and replaced the sp1 mixer. They ran alignment test for all probes and performed an alignment correction for sp1 and rp2. Then, the cse ran mix and omix service methods tests and qc, which were all found to be within the range. The customer contacted a siemens customer care center (ccc) again to verify instrument performance. The cse remotely ran service tests on the instrument and determined that the service methods recovered acceptable for all tests except for cr2 align. Next, the cse remotely performed auto-alignment to correct the cr2 service method alignment issue. The cse requested the customer to run qcs and a patient correlation study, which recovered acceptably. The cause of the discordant, falsely depressed ca result is unknown. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista 500 instrument. The repeat result was higher than the discordant result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result.